Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was involved in an incident where a patient was burned at the return electrode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that unit would not calibrate. The investigation isolated the failure to the rf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rf board was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was involved in an incident where a patient was burned at the return electrode.